Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted intramuscularly and was causing the patient discomfort. A revision was performed, and the device was repositioned. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the subcutaneous implantable cardioverter defibrillator was thoroughly inspected and analyzed. Visual inspection found no anomalies. The device was successfully interrogated and completed a memory dump. The header was firmly attached and the longevity calculation for this device passed or was not applicable. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Infection allegations cannot be addressed by product analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted intramuscularly and was causing the patient discomfort. A revision was performed, and the device was repositioned. This s-ICD remained in service and was eventually explanted due to a possible infection. This product was returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted intramuscularly and was causing the patient discomfort. A revision was performed, and the device was repositioned. This s-ICD remained in service and was eventually explanted due to a possible infection. This product was returned for analysis and no additional adverse patient effects were reported.